Event description:
It was reported to medtronic neurosurgery that the valve and ventricular catheter were explanted they were not draining an intraventricular cyst. According to the report, the surgeon believed that the ventricular catheter may have been outside the cyst.

Manufacturer narrative:
The device was not returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. It is unk what caused the reported event.